Event description:
FDA mw5180166 was forwarded to stryker in which the user alleges the device was not showing a patient rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
FDA mw5180166 states the product was returned to stryker on (B)(6) 2025, however, stryker cannot confirm the device repair as there is no device identifying information in the medwatch report, nor is there any user contact information available. Stryker is unable to contact the user to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. Patient fields in which information is not provided were intentionally left blank.